Event description:
Revision surgery - due to the patient reporting severe pain, the surgeon found that the head was loose.

Manufacturer narrative:
Pathology department kept.

Manufacturer narrative:
The reason for this revision surgery was pain the patient was experiencing after 2.25 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital's pathology department and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patients pain was reported as the device loosening. There is no information reported that showed a material, design, or manufacturing problem with the product.